Event description:
It was reported that the patient inserted a sensor and the electrode broke off underneath the skin, but the patient was able to remove it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.